Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that a patient presented with scratchy watery eyes one day post lasik. The patient was noted to have stage 1 dlk in both eyes inferiorly. The previously prescribed topical steroid eye drops were increased. Additional information provided states that the patients symptoms are clear. The patient has discontinued the topical steroid eye drops but will use artificial tear drops in both eyes every two hours. There are two medical device reports associated with this event. This report is for the left eye.